Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2017, in order to correct the magnet dislodgment. During the procedure, the surgeon was able to manipulate the internal magnet back into place without cutting of the skin. This report is submitted june 7, 2017.

Manufacturer narrative:
This report is submitted on may 16, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced pain and a dislodged magnet following an MRI (tesla unknown) on (B)(6) 2017. The clinician did not follow the manufacturer's instructions for use of MRI. Surgery to reposition the magnet is planned but has not taken place as of the date of this report.